Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the deteriorated glue at the objective lens was traced to a component failure. However, the most probable cause of the white residue in the air water cylinder and air water channel was not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the duodenovideoscope, which is an olympus asset, with no reported complaint. However, during the evaluation of the device, deteriorated glue at the objective lens and white residue in the air water cylinder and air water channel were observed. The service repair technician indicated that the most likely cause of the deteriorated glue at the objective lens was component failure, and the most likely cause of the white residue in the air water cylinder and air water channel was not established. There was no patient involvement.